Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. It was reported that they didn't believe it was working. They didn't have the remote with them to see if it was the patient programmer (pp) or the device. The patient was experiencing more utis and a return of symptoms, including leaking, urge frequency, and incontinence. They said that they had gone to the doctor a couple of times and got medication, but, when the medication would wear off, it would come back. It was added that they were not feeling the stimulation. This happened about 3 months prior to the report date.

Event description:
Additional information was received from a con. It was reported that the patient was having a return of symptoms. The doctor usually came out to their house, but has not showed up the past few times they were needed. They could not troubleshoot due to a lack of access to the product. They stated that they did not have the pp with them, so they couldn't verify if the implantable neurostimulator (ins) was on. They noted that they would call back when they have the programmer. This event happened about six months prior to the report date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.